Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responding intermittently. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the touchscreen was not responding intermittently. When in touchscreen diagnostics, the customer found that the touch response was jittery and lagging. The remote service engineer (rse) advised the customer to replace the touchscreen and discussed the touchscreen replacement per the service manual and required testing with the customer. The rse also advised the customer to perform a touchscreen calibration and provided the customer with the part identification (ID) of the replacement touchscreen for repair. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 27mar2025, the customer ultimately ordered the replacement touchscreen. Upon receiving the new part, the customer replaced the defective touchscreen and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.